Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. It was reported via sprinklr that the patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted (sensor location not specified). On 08/23/2024, the patient reported a cgm inaccuracy that resulted in a diabetic ketoacidosis diagnosis and was in intensive care unit (hospitalization over 24 hours). There was no patient contact information provided, thus it was unable to reach out to the patient to gather further event details. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). E1 initial reporter first name: (B)(6). Diabetes mellitus is a known cause of diabetic ketoacidosis.